Event description:
Upon review of programming history for the patient, it was noted that the patient's settings were reset to unintended settings 1 ma/20 hz/500 msec/30 sec on/60 min off/1 ma magnet/500 msec/30 sec on after the last interrogation on (B)(6) 2010 and prior to the initial interrogation on (B)(6) 2010. These settings are indicative of an interrupted system diagnostic test. The reset likely occurred on (B)(6) 2010 as no final interrogation was performed per manufacturer recommendations.

Manufacturer narrative:
Analysis of programming history.